Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had indicated elective replacement [eri] and in advance of the replacement procedure, the impedance and sensing trends were not able to be displayed. The device was explanted and replaced. No patient complications have been reported as a result of this event.